Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure to treat a mildly tortuous, mildly calcified distal left circumflex artery that is 90% stenosed. The 2.0x12mm mini trek balloon dilatation catheter ruptured at 7 atmospheres during the first inflation. Another unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.